Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Follow up # 1/supplemental report text-(B)(4) 2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
An aneurx stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm (B)(6). Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt presented 18 months post initial procedure with migration of the aneurx bifurcated stent graft resulting in a type I endoleak, due to disease progression with aortic neck dilatation. The physician implanted one aneurx cuff and one talent cuff. The physician told the rep that in the CT scan taken a year later that there were no issues noted. The pt presented emergently on 44 months post initial implant with a ruptured aneurysm, due to continued disease progression with aortic dilatation. The physician elected to convert the pt to an open repair. The stent grafts were explanted from the pt; however, before the dacron graft could be sewn in, the pt expired. The explanted stent grafts were discarded by the user facility. The hospital will not release films for this case. (MFR 2953200-2010-02221, 2953200-2010-02223).